Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the catheter cable connector was examined: all pins were visually inspected to be straight. Visual inspection of the returned catheter revealed a kink on the coil of the device, which was observed at approx. 6.5cm from the distal tip of the device. Heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed burnt biologics/bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was seemingly exposed. Film/image review: one image was received for review. Image received of closurefast device seemingly with burnt biologics/bubbling of the fep layer of the heating/coil. A kink is also evident on the coil of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A closurefast rfa catheter was being used for treatment of the great saphenous vein (gsv). 5 rf cycles were carried out, transducer compression was used and tumescent infiltration. The lumen was flushed prior to use. The IFU was followed. It was reported upon rem oval/withdrawal that a kink was noted on the coil. No part of the coil was exposed. No error messages/codes/warnings were displayed. There were  two access points due to a tortuous section so when the kink was noticed another catheter was used to complete the proc edure. No patient injury was reported.